Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing a dialysis treatment which included a polyflux 140 h dialyzer. During treatment, an external leak of dialysate (approximately 10ml) was observed from the top of the dialyzer. The dialyzer was replaced and the treatment continued uneventfully. No injury of the patient was reported, no patient blood loss occurred and no medical intervention was required. No additional information is available.